Event description:
Voluntary recall of covidien heparin flushes on 08/20/2013. On (B)(6) 2013 - pt is pre-transplant status for myelofibrosis. He received affected medication (qty (B)(4) each) from our branch. On (B)(4) 2013 - I called pt to notify of recalled heparin of which he had 3 flushes remaining on hand. Clinical (B)(6) cancer center alliance informed of heparin recall, who notified (B)(6) and their practitioners on (B)(4) 2013. On (B)(6) 2013 - blood cultures were performed by (B)(6) due to risk from heparin recall. On (B)(6), cultures were positive for micrococcus from one of the hickman lumens. Pt was treated as outpatient on IV vancomycin q12h x 7 days for line infection. Dose: 5ml IV qd per lumen. Diagnosis for use: central line maintenance.